Manufacturer narrative:
Product event summary # analysis information -- (B)(6) 2016, 17:41:30 cst (B)(4), product ID# lnq11. The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: analysis of the device memory indicated the battery impedance trend was rising. Recommended replacement time (rrt) triggered on (B)(6) 2016 due to impedance. Daily battery trend shows gradual rise of battery impedance. Ramware was updated on (B)(6) 2017 which reset rrt. If information is provided in the future, a supplemental report will be issued.